Event description:
(B) (6) has had insulin-requiring type 2 diabetes for years. Pt also with end-stage renal disease with 3x/weekly dialysis. He was most recently prescribed lantus 30 units qhs and humalog 10 units with each meal. Pt started v-go therapy, with v-go filled with novolog (aspart) on (B) (6) 2008, and total daily dose of insulin was maintained - basal rate selected was 30 units over 24 hours; physician instructed pt to administer 10 units of insulin with each meal. Pt admits to unpredictable meal schedule, largely because of his dialysis treatments and reports a history of fasting blood glucose rarely below 100 mg/dl. The morning of (B) (6) 2008, wife found pt non-responsive and called ems. Measured blood glucose by ems was 43 mg/dl. Pt responded to treatment on-site. On the evening of the (B) (6) 2008, self-measured blood glucose via fingerstick was 90 mg/dl. Pt took juice and increased blood glucose to 120 mg/dl. To prevent reoccurrence of low blood glucose levels, the physician reduced the patient's prandial insulin dose from 10 units per meal to 6 units per meal. After 1 week, patient's insulin dose was further reduced by changing the basal rate from 30 units/24 hours to 20 units/24 hours. This intervention resulted in the patient's blood glucose levels returning to normal.

Manufacturer narrative:
The pt continued using the device in accordance with his physician's direction and did not return it to (B) (6). The facts of the event indicate that the device functioned properly and that physical eval of the device (or related devices from the same lot) was not required. To prevent reoccurrence of low blood glucose levels, the physician reduced the patient's prandial insulin dose from 10 units per meal to 6 units per meal. After 1 week, patient's insulin dose was further reduced by changing the basal rate from 30 units/24 hours to 20 units/24 hours. This intervention resulted in the patient's blood glucose levels returning to normal.